Event description:
There was an overinfusion on ch b. Pump was set at a rate of 16 cc/hr. A 500 cc bag was hung at 17:00 hours. At 22:00 hours nurse checked pump and observed 100 cc remaining in the bag. The drug is unknown. There was no harm to the pt.